Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 411 mg/dl. Caller stated that the customer was vomiting, had light headed and racing pulse prior to hospitalization. Troubleshooting was performed, and the insulin pump failed the high-pressure test. Nothing further was reported.